Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative who identified the reported issue replaced the defective cable to resolve it. The defective cable was returned to the manufacturer for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received the report that a heater-cooler system 3t power cable gets extremely hot and the plug shows signs of melting. The reported issue was identified during servicing the device. There was no patient involvement.